Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The customer contacted olympus technical assistance support (tac) via phone and provided remote troubleshooting, and to report an oob failure for the oev-262h high-definition lcd monitor sn: 7391616. The customer informed tac of the event and was confirmed by the tc. The device will not be returned to olympus for evaluation. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition lcd monitor goes blank. The issue was found during out of the box failure of the device. There was no patient involvement.